Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the system board, muffler, blower assembly, blower bellows, machine flow sensor, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system board need replaced due to error code 384/contamination (dirt, dust, talc, etc.) And the software will need upgraded, which was not related to the malfunction/issue.